Manufacturer narrative:
The tech found the set screws broken off in the hex rods. The tech replaced the set screws and hex rods to repair the stretcher.

Event description:
Info received indicates when the brake is engaged the head end casters do not hold.